Event description:
During screening, an externalized conductor was observed via fluoroscopy. Lead remains implanted and lead will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.